Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to unknown reason on unknown date with unknown blood glucose level. The customer was not assisted with troubleshooting. Customer¿s mother states insulin pump had malfunction. Customer¿s mother states the customer was currently not using the insulin pump due to that it did not provide correct amount of insulin. The insulin pump will not be returned for analysis.